Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during after a surgical procedure it was observed that velys saw interface left devices and velys saw interface right devices were loose, resulting in inaccurate cuts while in use with the velys satellite station device. The event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 7 of 7 of (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5: during further follow up with the customer the following information was provided: 1. What step were they on when this issue occurred? Post op. 2. Was the affected case in the morning or afternoon? Midday. 3. What steps did the caller or user perform after encountering this issue? Loose interface upon assessment of interface. 4. If issue with cuts is reported, is robot mounted to the bed? Post op. 5. Are patient treatments delayed or cancelled? No. 6. Was the resection/saw cut off (inaccurate cuts): how much (mm over or under resected)? Were any re-cuts required, if so with velys or manual? Post op. 7. How/when was it detected: - when verifying the resection with pointer? - at leg alignment step (gaps not as expected)? - at trialing (implant fit not as expected)? - on x-rays (short or long on x-rays)? Post op. 8. Was the procedure planned for cemented implant? Was cement added to a planned press fit to correct the saw cut issue? No. 9. Was additional medical or surgical intervention required? What was the patients outcome? No. 10. Were any manual instruments/jigs required to complete the procedure? No.